Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a missing battery door. The event history log was reviewed and there was a "cassette not attached properly" message and a battery door missing message. A disposable cassette was attached to the pump and the functional test passed. The reported issue was unable to be duplicated. The missing battery door was customer induced and the cause of the error message was unable to be determined. The downstream occlusion (dso) sensor will be replaced as a preventative measure and the battery door will be installed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump (2120) pump produced the following alarms: (a) cassette not attached and (b) no lid. The product problem was observed during testing. There was no patient involvement.